Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not returned. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: ps tibial articular surface provisional left size 10-12 gh top, catalog #: 42517401010, lot #: 62390865;ps tibial articular surface provisional right size 6-9 ef top, catalog #: 42527400710, lot #: 62732177;tibial articular surface provisional left size cd, catalog #: 42517000303, lot #: 62190370. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03684, 0001822565 - 2021 - 03685, 0001822565 - 2021 - 03686. (B)(6).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: the device history records for item was reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Manufacturing date reviewed, as tasp exhibits signs of repeated use (nicked or gouged) signs of use (nicked or gouged) the dovetail feature is flared & compressed & is fractured on the lateral side of post, all pieces returned. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.